Event description:
Evaluation revealed a misaligned display screen and partially dislodged force sensor pins and that the force sensor was out of calibration.

Manufacturer narrative:
This complaint is being reported based on pump evaluation completed on 10/4/2011. (B)(6). Recall #: 2531779-03/24/2010-003-r. Evaluation revealed a misaligned display screen and partially dislodged force sensor pins and that the force sensor was out of calibration. The pump was exercised with no loss of prime duplicated.